Event description:
It was reported that the min button on the scalpel was not working.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination did not reveal any anomalies in the button assembly. However, when the membrane switch was examined, the lamination was found to be compromised and the adhesive had migrated under the pressure pads which is causing the device from activating consistently when the buttons are pressed. It appears that the original equipment manufacturer may have changed the design of the membrane switch which is allowing moisture to collect causing the lamination to be compromised. Ascent is reviewing and revising internal procedures based on our investigation to address this change of the membrane switch.